Event description:
MFR rec'd a report of a person falling out of a three year old power wheelchair and sustaining a fractured hip and cheekbone. The user stated he was going down an incline at the time of the incident. No malfunction has been reported by the user or the MFR's rep. The chair is continuing to be used without further incident.